Manufacturer narrative:
Additional narrative: date of post-operative device movement is unknown. (B)(4). Report the revision procedure that took place due to device movement. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: march 30, 2015 - expiration date: february 28, 2025. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There was one (1) part scrapped at the anodization operation for a cosmetic surface finish anomaly; the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to postoperative movement of a helical blade. The patient was originally implanted with a trochanteric fixation nail antirotation (tfna) system on (B)(6) 2015. On an unknown date post-operatively, the helical blade backed out of the tfna construct. As a result, the patient returned to the operating room for revision. All of the originally implanted hardware, which included a nail, a helical blade, and three (3) locking screws, was removed fully intact. No fragments were generated during the procedure, which was completed without incident or prolongation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional investigation by manufacturer on mar 18, 2016 identified the related complaint concerning the broken drill bit. Additional patient information was obtained from related complaint, (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is related to (B)(4) addressed and reported the initial implant procedure during which time the drill bit broke, resulting in fragments that could not be retrieved from the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (tfna helical blade 115mm, part number 04.038.315, lot number 7943183). The subject device was received and visually examined. The posterior surface of the shaft exhibits spiral scrape marks which is consistent with normal insertion contact during implantation through the oblique hole in the nail, therefore the device exhibits normal wear with no issues. The associated trochanteric fixation nail, part number 04.037.160s was returned with the subject device (report 2 of 2 for (B)(4)). The overall complaint condition is confirmed as the locking mechanism on the received nail shows a deformed prong. It was noted by the product development engineer that it appears that the prong may have not been in the fully axially locked position and at some point been trapped between the shaft of the helical blade (subject device) and the oblique hole. Since x-ray images were not provided for review by the manufacturer, it is unclear from the complaint description as to how far the blade had backed out. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).